Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted inguinal hernia repair, the mesh tore during insertion into trocar. The mesh removed and a new mesh was used to complete the case. There was no patient injury.